Event description:
A jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in an (B)(6), female, pt, on (B)(6) 2008. According to the complainant, during the procedure, the orientation of the device was wrong and the physician could not cannulate the duct. The procedure was completed with a second jagtome rx sphincterotome device. No pt complications were reported as a result of this event, and the pt's condition was "fine" following the procedure.

Manufacturer narrative:
(B)(4) (misoriented). The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database did not identify any similar complaints for this lot. (B)(4).